Manufacturer narrative:
The reported event could be confirmed, since the returned device matches the alleged failure. The device inspection revealed the following: the received end cap showed signs of usage evident by presence of scratch marks on top. The threads of the end cap were completely deformed and flattened. The nature of deformation indicates towards cross threading during insertion, potentially due to misalignment. The returned end cap was attempted to be assembled with a sample nail because of the deformation, the end cap couldn't be inserted completely. Hence the alleged issue is confirmed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the above investigation, the issue is deemed to be user related. The deformation in the threads of the end cap indicates towards potential misalignment during insertion, which led to resistance during insertion because of cross threading. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "after inserting the t2 proximal humeral nail, the end cap +2 failed to engage and could not be inserted. Subsequently, an attempt to insert 0mm end cap also failed to engage. Despite thorough visualization and careful preparation, insertion remained impossible. Ultimately, the procedure was completed without the end cap."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "after inserting the t2 proximal humeral nail, the end cap +2 failed to engage and could not be inserted. Subsequently, an attempt to insert 0mm end cap also failed to engage. Despite thorough visualization and careful preparation, insertion remained impossible. Ultimately, the procedure was completed without the end cap."